Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the guidewire was inserted through a pre-existing abdominal aortic aneurysm (aaa). The physician failed to see the guidewire looped in the aneurysm sac. When the delivery catheter system (dcs) was advanced, a dissection occurred and ruptured the aaa. The patient subsequently expired.